Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows:the tensioner failed in function during surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number initially reported as p169282 the device returned and investigated was p161309. Additional manufacture release date of january 07, 2014. The visual inspection of the returned device performed by the suppler as part of the manufacturing investigation reported that upon receipt, ¿visual inspection found the device free from damage or debris which could negatively affect the performance of the device.¿ (B)(4) manufactured the cable tensioner, p/n 391.201, and lot number p161309 on po #1568531. Due to an unknown cause, the tensioner failed in tightening up during surgery. Initially, the part conformed to the supplier¿s certificate of conformance, dated october 2, 2013, and synthes final inspection sheet # ns020097, revision ¿a¿. The parts were released to the warehouse on october 8, 2013. Material review reports, nonconformance reports or complaint related issues with this lot. Due to an unknown cause, the tensioner failed in function during surgery. Supplier stated, ¿the tensioner was tested three times¿all test results meet specifications. The device history report (DHR) review confirmed this product met specification prior to shipping.¿ based on the evaluation and the unknown cause, this complaint is unconfirmed and is not considered supplier or manufacturing-related. The cable tensioner was made to the synthes drawing p/n 391.201, revision ¿j¿, released on july 27, 2010 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.